Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loose distal femoral stem. Femoral stem was replace with a cemented stem. Doi: (B)(6) 2015. Dor: (B)(6) 2015.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot, UDI), d10, g4 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a and d4 (catalog).

Event description:
The initial distal femur was implanted with an uncemented stem ¿ this requires a fair bit of reaming which removes the cancellous bone within the canal. The subsequent cemented stem would have had limited cement interdigitation into the remaining cancellous bone (as there would have been very little left) ¿ the surgeon attributes the loosening to this lack of bone cement/ bone bond. The brittle and broken proximal bone may be due to the movement of the distal femoral replacement stem within the canal. No surgical delay was reported. Affected side: right knee.